Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 379 mg/dl. Customer was trying to change the insulin but she dropped the pump on the floor. Customer gets a motor error every time she tries to rewind the pump. Customer stated that her battery was dead. Customer changed the battery and is still receiving a motor error. Customer ate dinner and never gave herself insulin. Pump was dropped while rewinding. Customer does not use the sensor feature on the pump. Customer is stuck in the middle of rewinding. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. The motor was tested outside the device and passed. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.